Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported by the customer "the patient was admitted to another hospital with chest pain, and imaging there¿reportedly including a chest x-ray and a CT pulmonary angiogram¿has identified what appears to be a guidewire located within the pulmonary arteries. The patient had a groshong PICC line inserted at our site prior to this finding, though documentation from the procedure confirms that the guidewire was removed at the time of insertion and no issues were identified during or after the procedure. As per the team looking after the patient-removal will not be happening, as not in the patient best interest."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.